Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that the catheter sheered at the tip when the needle was being removed from the patient. The patient did have a CT scan but unable to see any remaining foreign object. The patient has no injury. The provider that attempted the procedure provided the following information: "I had trouble advancing the catheter after positive loss of resistance. I then tried to remove the catheter through the needle but it was stuck, so I removed the catheter and needle as a unit. That is when I noticed that the tip of the needle was missing. The metal coil was still in the catheter."